Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-15562. It was reported the patient's leads migrated one at t12 and the other in sub q. The issue was confirmed via an x-ray that the leads had migrated down and out of the epidural space. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicate surgical intervention occurred on (B)(6) 2022, wherein the leads were revised to address the issue. No product was removed.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.